Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient was having an increase in pain, therefore, a dye study was done prior to replacing the pump. The rep stated that the dye study was unsuccessful at that time, which was why the catheter needed to be replaced fully as well as the pump. As far as the rep was aware there were no external or environmental patient factors that led to this issue. Diagnostics/troubleshooting performed included the patient having a dye study done (unknown date). The dye study was unsuccessful prior to replacing the pump. Actions/interventions taken included the patient having a full catheter replacement as well as a pump replacement due to end of service (eos). The issue was resolved at the time of the report and the patient's status was "alive-no injury". The rep further stated that the hcp partially removed part of the spinal segment of the 8780 catheter due to an obstruction not allowing the full piece to be removed. The hcp preferred to leave part of the catheter in place to not risk tearing the catheter. The 8780 catheter was tied off, left in place, and was not in use. The patient's weight and medical history was asked but was not known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2021 ; explant date(B)(6)2024 UDI: (B)(4). Ubd: 2022-08-04 brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6)2018 explant date (B)(6)2024 UDI:(B)(4).; ubd: 2020-01-11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.